Event description:
It was reported that the crosslink was placed but it was not possible to use the driver to lock the center setscrew with the appropriate torque. The driver repeatedly slipped off the set screw. The crosslink was implanted without final tightening of the center setscrew. No pt complications were reported.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional product information. Neither the device no films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.